Event description:
It was reported that, "when the distributor set up the instruments before the surgery, it was found that the tip of driver shaft was broken. The screw driver was loaner instrument."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the visual inspection of the product upon receipt revealed that one out of the four prongs at tip of this device was broken off. There is no indication of event occurring in the course of the surgery associated with this complaint. This device was manufactured in november 2004 and was found in such condition while setting up a loaner kit prior to a surgery. Hence the circumstances of this event could not be determined. Functional inspection: given the product condition (one prong broken), it would no longer be optimally functional for its intended use. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: one out of the four prongs of the polyaxial screwdriver shaft was found to be broken. No adverse consequences were reported for the patient. This kind of damage is usually observed during removal of the screw suggesting cantilever efforts and potential omitted use of outer sleeve. In this case, it cannot be excluded that device was submitted to any kind of loads or damage an instrument may incur through its 9 year life in the field given it was found in broken condition in the kit.

Event description:
It was reported that, "when the distributor set up the instruments before the surgery, it was found that the tip of driver shaft was broken. The screw driver was loaner instrument."